Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer also stated that the drive support cap was normal. Customer did not remember that they were able to rewind insulin pump or not. Customer did not report motor position encoder alarm and there was crack threads on the pump at the battery compartment. The device will not be returned for analysis.